Manufacturer narrative:
Due to the fact that an autopsy was not performed, the cause of death could not be confirmed. Based on physician review of the information available, hypovolemia due to hemorrhage was, most likely, responsible for the death. Possible causes for sources of hemorrhage could include: the site of recent open surgical cutdown on the right femoral artery. The site of the recent intervention on the left as an occluded common iliac was recanalized and stented. Although arteries following these procedures are at some increased risk of rupture, it would usually happen acutely versus the following day. In addition, the post procedure angiogram did not show extravasation in this area, per the report. Bleeding from the attempted left femoral access site. Gi bleeding or other sources unrelated to the vascular procedure. Without additional data, such as an autopsy report, or angiographic or CT imaging, it cannot be determined whether the mynx was a contributor to this circumstance. It did appear that there was an occlusion of the right common femoral artery; though whether it was device related could not be determined without review of the angiography or a pathology report, neither of which was available.

Event description:
A male patient with widespread peripheral vascular disease, underwent left common iliac stent placement (2008) via the right common femoral artery (cfa). Initial access was attempted from the left cfa, however, a procedural sheath could not be placed due to high grade stenosis. Pressure was held at the left cfa and the procedure was performed through a 6 french procedural sheath placed in the right cfa. At the end of the interventional procedure, the operator proceeded to treat the patient with a mynx vascular closure device for achievement of arterial access site hemostasis at the right cfa. The mynx device was prepped and deployed, by a trained operator, as indicated per the instructions for use and resulted in successful hemostasis. While in recovery, the patient developed right leg numbness and tingling with coolness. Doppler ultrasound confirmed a pulse was present at the right cfa, however, flow was not detachable distal to the cfa. The patient underwent a second percutaneous evaluation (access was from the left femoral artery) at which time complete cutoff of flow from the right distal femoral artery to the distal superficial femoral and profunda femoris was detected. Heparin was administered and the patient was converted to a surgical procedure for an open thrombectomy and embolectomy at the right cfa. The source of occlusion was removed and, based on visual inspection, reported to be clot only. The patient was released from surgery to the recovery area of the hospital. Post operative reperfusion to the foot was noted and the patient had good pulses. The following morning (2008), the patient ambulated per hospital protocol and was given his usual home medications. The patient became hypotensive (time unknown) with a systolic blood pressure in the 60s. There was no sign of respiratory distress and the patient was not tachycardic. A one liter bolus of intravenous fluid was given, after which the patient's blood pressure normalized to the 100s (systolic). Later, the patient was found in his room-non-responsive and efforts to resuscitate him were unsuccessful. The patient expired and no autopsy was performed. No further information is available.